Event description:
Customer reported damage to tandem charging cable. There was no adverse impact to the customer's blood glucose level. Technical support resolved the issue by replacing the damaged charging supplies.